Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised low o2 at 55 percent with yellow light and no alarm.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the pcb was broken causing low o2, which confirmed the original complaint issue.

Event description:
Dealer advised low o2 at 55 percent with yellow light and no alarm.